Event description:
Physician was utilizing airway dilation balloon, when inflated to inflated to 15 atm (first inflation within the patient) the balloon popped. Physician removed and visualized the area with scopes to ensure no injury or foreign bodies within the patient.

Event description:
Physician was utilizing airway dilation balloon, when inflated to inflated to 15 atm (first inflation within the patient) the balloon popped. Physician removed and visualized the area with scopes to ensure no injury or foreign bodies within the patient.